Event description:
It was reported that the pt underwent a dye study and the physician was unable to withdraw medication from the catheter access port. In 2009, the pt had an MRI. A motor stall occurred with recovery noted the following month, after the pump was updated. The pt experienced withdrawal symptoms and increased pain. The pt underwent surgery the same day. The "pump was removed from the abdomen and the catheter disconnected". During surgery, they were unable to withdraw the medication manually. Contrast dye was pushed into the catheter, revealing a leak at the two-piece catheter connection site. The catheter was revised and a rotor study done on the pump to check reliability. The rotor was witnessed to be turning properly. Approx. One week after surgery, the pt was reported to be doing "fantastic" and was "down to half his original dose with great pain relief". The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Catheter.